Event description:
Patient presented to the physician with an infection at the chest incision site, with observed redness and drainage. Physician prescribed a 10-day course of antibiotics. Patient returned for a follow-up appointment with improvement.